Event description:
Customer was hospitalized due to high blood glucose levels. Troubleshooting was performed and the pump passed all required tests.

Manufacturer narrative:
The insulin pump passed the functional tests, including the seat, rewind, and occlusion test.